Event description:
During an orif distal radius fracture procedure, a plate was implanted utilizing a guide block. After inserting an additional screw, the positioning screw sheared off leaving a threaded portion of the positioning screw in the plate. Attempts to remove the threaded portion of the positioning screw were unsuccessful. Subsequently, the plate and screws were removed and replaced with a new plate. The same previously implanted screws were re-implanted. Procedure was prolonged 20 minutes. Procedure completed to the surgeons satisfaction. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The broken fragment of the positioning screw is stuck in the plate. The relevant dimensions of the plate can not be verified anymore at the broken fragment of the positioning screw is stuck in the plate. It looks like the fragment of the positioning screw is not properly aligned with the thread in the plate. This is an indication that the thread was possibly inserted cross-threaded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.